Manufacturer narrative:
Device evaluation summary: according to the information received, the patient experienced a deflation in the breast implant. The investigation was completed on a photo of the suspect medical device because the physical device has not been received by mentor. Upon visual evaluation of the image provided in the complaint, the implant was observed to be deflated. As the product involved in this complaint was not received, the device could not be analyzed according to our procedures. A manufacturing record evaluation (mre) was performed, and an associated nonconformance was found. The nonconformance will be handled through mentor¿s quality system. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Reason for device explant and/or reoperation: breast prosthesis deflation. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision procedure with a mentor smooth round moderate profile 275cc saline breast prosthesis that deflated post implantation. Deflation of the patient¿s left breast prosthesis was reported. As a result, the patient underwent explantation and replacement with a mentor smooth round moderate profile 275cc saline breast prosthesis on (B)(6) 2025.

Manufacturer narrative:
On 17-jun-2025, the mentor failure analysis lab received the device for evaluation. Mentor completed the investigation on the suspect medical device. Additionally, a patient identifier (s.m.n.) Was reported. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant. The product was returned to mentor for evaluation. Mentor conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned device revealed that the breast implant had a tear (a) within a crease/fold on the anterior view, also, a second tear (b) was found on the posterior view, in the patch, measuring approximately 0.3 cm, and 0.9 cm, respectively. Microscopic examination was performed on the edges of the ruptures (a and b), and parallel striations were found in the whole area of the tear b. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. In addition, no instrument damage was observed at the edges of the rupture a. Based on the information currently available, microscopic examination of tear b in the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. The evaluation determined that the possible cause of the rupture a is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria, and that normal wear may have caused the observed defect on the tear a and instrument damage on the tear b. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).